Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue. The reporter was ¿unable to get to the home screen¿ on their device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.